Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Customer has trsx5 chairs, which they are claiming have a malfunction because the h block with socket cup is being easily broken. When they unfold the chairs to use them, the seat is not locking into the little "c" plastic clips that are there to hold it into place. Because of this, when the resident sits in the chair, it sinks down and tries to fold back up on them. Sent qty 3 h block with socket cups on (B)(4) free of charge as a courtesy to remedy the situation, but it did not work.

Manufacturer narrative:
(B)(4)- a detailed evaluation was performed on the returned device. That evaluation was not able to confirm the complaint with respect to the reported issue. The seat rails were both in good condition and fit correctly into the h-blocks.

Event description:
Customer has trsx5 chairs, which they are claiming have a malfunction because the h block with socket cup is being easily broken. When they unfold the chairs to use them, the seat is not locking into the little "c" plastic clips that are there to hold it into place. Because of this, when the resident sits in the chair, it sinks down and tries to fold back up on them. Sent qty 3 h block with socket cups on goodwill order (B)(4) free of charge as a courtesy to remedy the situation, but it did not work.